Event description:
Mandarin clinical study it was reported that this patient was treated medically for low platelet count post-treatment with therasphere. On 28-july-2022, the subject was enrolled into mandarin study (run-in phase). Information regarding the planned treatment was currently unavailable. Treatment with therasphere was performed on (B)(6) 2022, where 12.5 gbq was administered through vial 1. On (B)(6) 2023, 181 days post-index procedure, during the follow up visit, laboratory test results revealed low platelet count (grade 3). The platelet count was measured to be 48 10x9/l. Medication given or regimen adjusted to treat the event. On 13-july-2023, subject was started on 20 mg of leucogen for 3 times per day and currently the same medication was ongoing.

Manufacturer narrative:
D3, g1 MFR site zip/post code: gu9 8ql